Event description:
It was reported that the ventilator stopped delivering breaths to the patient with an audible alarm. The patient was placed on a back-up ventilator. No patient harm reported.

Manufacturer narrative:
Na. Stn #: na.